Event description:
It was reported that the shaft break occurred. The 70% stenosed, 60mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon shaft fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was stable. It was further reported that the balloon shaft fractured a third of the way from the hub during delivery into the body, the device was removed from the patient with a snare.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the shaft break occurred. The 70% stenosed, 60mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon shaft fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). D4: lot number: 0030799996 corrected to 30799994. Device evaluated by MFR. Returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. At 77.3cm distal to the strain relief, there was a hypotube separation. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. There were no further damages or irregularities to the device. Photo media depicted outer box packaging to bsc batch 30799996 which is not applicable to the confirmed returned complaint device of bsc batch 30799994. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that the shaft break occurred. The 70% stenosed, 60mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon shaft fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was stable. It was further reported that the balloon shaft fractured a third of the way from the hub during delivery into the body, the device was removed from the patient with a snare.